Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the tablet confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initially, it was reported that the usb cable had some visible damage, but was still functional. It was unknown how the damage occurred. The physician was provided a new cable and the damaged cable was received for analysis. Analysis of the cable was completed on 03/12/2015. While damage to the usb portion cable was verified during visual analysis, functional analysis identified that the damage also had a negative impact on the device performance and was more than just cosmetic damage. Once the damage was repaired, no further anomalies associated with the cable performance were identified.